Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. The customer's blood glucose (bg) level was 168 mg/dl. Reportedly, the customer had an alternate pump and manual injection supplies available for alternate insulin therapy.